Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that high impedances were measured repeatedly with the implantable neurostimulator (ins) intraoperatively. It was state that while ¿electrode impedances were measured showing normal values,¿ that high (40000 ohms) impedances were measured when using the ins. The doctor cleaned the electrodes many times, but the issue did not resolve. The hcp switched the electrode channels and the problem persisted. It was noted that one time the 0-7 electrodes showed normal values, so the hcp kept that one in place and cleaned up the 8-15 electrodes that were high; however, both lead impedances were high again upon remeasuring. It was noted the ins was always clean and dry and that no liquid went through the channels; the ins was never implanted. The ins was replaced as a result of the event and the issue was resolved. There were no patient symptoms or complications associated with the event, no medical or surgical interventions were needed to prevent a permanent impairment of function, and the event did not lead to or extend patient hospitalization. The patient was alive with no injury at the time of report; no complications were reported or anticipated.

Manufacturer narrative:
Device evaluation: analysis of the implantable neurostimulator (ins) found no anomalies. Please note that method code and result code no longer apply to this report. If information is provided in the future, a supplemental report will be issued.